Manufacturer narrative:
Investigation summary: visual inspection revealed that the seal was cracked along the middle and center rims. The seal was curled inside of the delivery tube. The collar was not present, the plunger had been depressed. The device was very bloody. Based upon the visual observations, the reported complaint for "seal cracked during use" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal cracked. A new kit was used to complete the procedure. There were no pt effects. The product was returned.